Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported that the technician in the cath lab called the clinical support specialist (css) stating that the intra-aortic balloon (iab) volume was reading 2.5cc. According to the technician, he believes the volume has been 2.5cc since insertion. The css asked the technician how long the iab had been in the patient and he said "well over 7 hours." The css explained to the technician that the iab was only inflating with 2.5cc of helium. The technician stated that the patient has not had any "support" from the iab (augmentation and afterload reduction) since insertion. The technician also stated that the m.d. Had been very rushed in the insertion and had not even allowed time for the fiberoptix sensor (fos) to zero. The css explained that because of the length of time the iab had been in and only inflating with 2.5 cc of helium that there is a legitimate concern for clots on the membrane. The css told the technician that we would recommend the m.d. To remove this iab and replace it, for fear of embolization to the patient. The technician stated that wouldn't be necessary as the patient's inr is 11 and the ptt is over 150. The css again emphasized the risks. The technician then told the css that he had been truing to change the volume by going to standby and then off and nothing changed. The css told the technician to go to "pump off" and the volume immediately changed to 40 cc. The technician then pressed the "on" button and stated that the patient had great augmentation now. The css stressed to the technician that they need to monitor for any signs of embolization to the patient. The technician asked how this could have happened. The css explained that with insertion, if someone had pressed the standby button before connecting the gas connector, the pump would have set the bellows to 2.5 cc and not changed. The technician verbalized understanding and could not confirm or deny if this was done. It was noted that the iab was inserted via the patient's femoral artery. On (B)(6) 2013 the sales representative called the intensive care unit (ICU) and was told that the balloon was removed and discarded. The patient was moved out of the ICU to telemetry and was recovering with no apparent ill effects from the iabp therapy.